Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's past medical history included menstrual cramps, tonsillectomy, cesarean section, osteopenia and dvt. Concurrent conditions included body mass index normal, endometriosis, clotting disorder, irritable bowel syndrome, fibromyalgia, asc-us, biopsy, urinary frequency, pain in leg, thrombosis, hot flashes, chills, incontinence, stress, menstruation frequent, amenorrhea, depression, menses irregular, adhesion, fibromyalgia, gastroesophageal reflux disease, seasonal allergy, diarrhea and constipation. Concomitant products included acetylsalicylic acid (baby aspirin), medroxyprogesterone (depo provera) and pregabalin (lyrica). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, 3 years after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), adnexa uteri pain ("ovaries pain") and dysmenorrhoea ("menstrual cramping"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with duloxetine hydrochloride (cymbalta), leuprorelin acetate (lupron) and surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, bladder disorder, urinary tract disorder, weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: in 2009 it was determined that patient required surgical intervention to address her complications . At the time patient underwent a pelvic surgery to try and alleviate the symptoms . Current weight 157 lbs. On (B)(6) 2009 patient underwent cystorrhaphy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:problems with intercourse, weight gain, hair loss, pelvic pain, weight gain, fatigue, dysmenorrhea. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device monitoring error. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received. Events medical device monitoring error was added. Historical conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual cramps, tonsillectomy and cesarean section. Concurrent conditions included body mass index normal, endometriosis, clotting disorder, irritable bowel syndrome, fibromyalgia, asc-us, biopsy, urinary frequency, pain legs, clot blood, hot flashes, chills, incontinence, stress, menstruation frequent, amenorrhea, depression, menses irregular, adhesion, fibromyalgia, gastroesophageal reflux disease, seasonal allergy, diarrhea and constipation. Concomitant products included acetylsalicylic acid (baby aspirin), medroxyprogesterone (depo provera) and pregabalin (lyrica). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 3 years after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), adnexa uteri pain ("ovaries pain") and dysmenorrhoea ("menstrual cramping"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with duloxetine hydrochloride (cymbalta), leuprorelin acetate (lupron), surgery ( hysterectomy (full), bilateral salpingo-oophorectomy.) And surgery (ablation). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, bladder disorder, urinary tract disorder, weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: *in 2009 it was determined that patient required surgical intervention to address her complications . At the time patient underwent a pelvic surgery to try and alleviate the symptoms. Current weight 157 lbs. On (B)(6) 2009 patient underwent cystorrhaphy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:problems with intercourse, weight gain, hair loss, pelvic pain, weight gain, fatigue, dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: lot number was added. Events added: vaginal bleeding, menorrhagia, bladder problems, urinary problems, ovaries pain, weight gain, menstrual cramping, hair loss. Lab data, concomitant drug and concomitant diseases were added. Event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 32-year-old female patient who had essure (ess205) (batch no. 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's past medical history included menstrual cramps, tonsillectomy, cesarean section, osteopenia and dvt. Concurrent conditions included body mass index normal, endometriosis, clotting disorder, irritable bowel syndrome, fibromyalgia, asc-us, biopsy, urinary frequency, pain in leg, thrombosis, hot flashes, chills, incontinence, stress, menstruation frequent, amenorrhea, depression, menses irregular, adhesion, fibromyalgia, gastroesophageal reflux disease, seasonal allergy, diarrhea and constipation. Concomitant products included acetylsalicylic acid (baby aspirin), medroxyprogesterone (depo provera) and pregabalin (lyrica). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, 3 years after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2006, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), adnexa uteri pain ("ovaries pain") and dysmenorrhoea ("menstrual cramping"). The patient was treated with duloxetine hydrochloride (cymbalta), leuprorelin acetate (lupron) and surgery (hysterectomy (full), bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, bladder disorder, urinary tract disorder, weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: in 2009 it was determined that patient required surgical intervention to address her complications . At the time patient underwent a pelvic surgery to try and alleviate the symptoms . Current weight 157 lbs. On (B)(6) 2009 patient underwent cystorrhaphy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:problems with intercourse, weight gain, hair loss, pelvic pain, weight gain, fatigue, dysmenorrhea. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe crampimg") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery in around 2009). At the time of the report, the pelvic pain, fatigue, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: in 2009 it was determined that patient required surgical intervention to address her complications . At the time patient underwent a pelvic surgery to try and alleviate the symptoms . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.